Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device tempus pro case that in greater than 70 hours, but the device was not on for 70 hours. No patient was attached, and this was noticed when they imported to epcr (electronic patient care report).